Event description:
Blue flakes fell out of the device, from the seal, into the patient's cavity. The surgeon removed the pieces from the patient. Surgeon continued to use the same device. No patient injury reported.